Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the defect reported could not be verified. The following activities were performed. Performed service and repair functions as per procedure. Reviewed service history. Attach box label and fms vue final testing, software upgrade was not needed. The unit was evaluated and the reason for return : "pump would not stop pumping fluid" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported when pump was turned on it would not stop pumping fluid during a procedure on (B)(6) 2016. The procedure was completed with another pump that was on hand with a five (5) minute delay and no harm to the patient. There may be a hole in the tube or the pump is broken.